Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike tubing of a clearlink system continu-flo solution set broke and remained stuck in the medication bag and leaked during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.